Event description:
The customer received a blood glucose reading of 256mg/dl on the breeze2, was re-tested on the doctor's meter and the reading was 99mg/dl. On a separate occasion he ran a blood test on the breeze2 and received a reading of 260mg/dl. He retested on his mother's meter and the reading was 101mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. Product was not expected to be returned for evaluation. Product was not replaced.